Manufacturer narrative:
Complaint conclusion: during a revascularization of a smart stent previously implanted in the distal portion of the superficial femoral artery (sfa), it was reported that a smart control stent iliac ¿ 6x60ml (lot# 17296587) was delivered; however, its distal tip got stuck with struts of the former stent. The guidewire was replaced with a new one to attempt again, but it still got stuck. After several times of attempt, it was confirmed that there was gap between the outer sheath and its tip. Furthermore as the shaft was accidentally pulled during the delivery to the lesion, and the inner shaft was exposed slightly at the distal portion. It is unknown how the procedure was completed. There was no patient injury reported. The target lesion was heavily calcified. The rate of stenosis was unknown. The patient¿s medical history is unknown. The smart control was stored and handled according to the IFU (instructions for use). The smart control was inspected and prepped according to the IFU. Initially occlusion was confirmed next to a smart stent (lot# unknown). A contralateral approach was performed. An angiographic catheter and a guidewire crossed the lesion and it was changed to another guidewire. A balloon was inflated in the stent, but the balloon ruptured due to the calcification and frayed stent. Another balloon was inflated next to the stent. Unknown smart (no alleged quality issue) was not returned as it remains implanted in the patient. The lot number was not supplied therefore a DHR review could not be generated. The reported ¿stent delivery system (sds) tracking difficulty-through another stent¿, ¿stent delivery system (sds) deployment difficulty-partial deployment (peripheral)¿ and ¿catheter tip - smart/flexstent/smart control/precise frayed/split/torn-in patient (peripheral)¿ were not confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification) and procedural factors may have contributed to the event as evidenced by the attempt to pass the device through a previously deployed stent and the lack of damage noted to the distal tip noted during analysis. According to the instructions for use ¿safety and effectiveness has not been demonstrated in patients with: - lesions that are either totally or densely calcified. When treating multiple lesions, the most distal lesion should be stented first followed by the stenting of proximal lesions. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents, which have already been placed. Re-crossing a stent with adjunct devices must be performed with caution to avoid stent damage or migration. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this event in which associated manufacturer report number is 9616099-2016-00475.

Event description:
During a revascularization of a smart stent previously implanted in the distal portion of the superficial femoral artery (sfa), it was reported that a smart control stent iliac - 6x60ml (lot# 17296587) was delivered; however, its distal tip got stuck with struts of the former stent. The guidewire was replaced with a new one (300cm radifocus, terumo) to attempt again, but it still got stuck. After several times of attempt, it was confirmed that there was gap between the outer sheath and its tip. Furthermore as the shaft was accidentally pulled during the delivery to the lesion, and the inner shaft was exposed slightly at the distal portion. It is unknown how the procedure was completed. There was no patient injury reported. The product will be returned for analysis. The smart control was stored and handled according to the IFU. The smart control was inspected and prepped according to the instructions for use. Initially occlusion was confirmed next to a smart stent (lot# unknown). A contralateral approach was performed. An angiographic catheter (tempo, cordis) and a guidewire (1.5mm radifocus, terumo) crossed the lesion and it was changed to another guidewire (300cm cruise, st. Jude medical). A balloon (5mm nse, goodman) was inflated in the stent, but the balloon ruptured due to the calcification and frayed stent. Another balloon (5mm jade, orbus neich) was inflated next to the stent. The target lesion was heavily calcified. The rate of stenosis was unknown. The patient's medical history is unknown.